Event description:
It was reported that the user experienced multiple pump performance issues, including intermittent touchscreen responsiveness, difficulty accessing the menu icon, reduced battery longevity to approximately one day, and recurrent unpairing between the sensor and the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or daily activities beyond device troubleshooting. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the issues were reproducible by user report but not confirmed through returned product evaluation. It was concluded that the device exhibited functional anomalies affecting the user interface, connectivity, and power performance without associated patient harm.